Event description:
While cleaning the instruments, it was observed that it was not possible to clean the items correctly. There was no pt involvement or adverse pt consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.